Manufacturer narrative:
Concomitant medical products: dtma1qq crtd: implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten weeks post implant of the cardiac resynchronization therapy defibrillator (crt-d) system and antibacterial absorbable envelope, a hematoma developed, the pocket size expanded and purulent drainage was removed. A pocket infection was reported. The device system was explanted. No further patient complications have been reported as a result of this event.